Manufacturer narrative:
The power switch overlay was replaced to resolve the issue. Although the part was scrapped and not returned for failure analysis, previous investigations have determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Event description:
It was reported to philips that the device was alarming light emitting diode (led) failed. The issue occurred during set up however, the device did not have patient involvement at the time the issue was discovered. There was no patient or user harm, nor delay to therapy reported. The unit was brought to shop and the reported issue was verified: device showing alarm led failed. Parts were ordered to replace power overlay that has leds built into it.